Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment blood was observed in the saline bag and lines. Due to the amount of time the blood had been present in the bag and lines, rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention required.

Manufacturer narrative:
The cartridge was not returned for evaluation therefore the exact cause of the event cannot be determined. The most likely cause appears to be user error as the only way that blood can get into the saline bag is if the operator did not correctly make all of the required cartridge connections prior to initiating treatment. The user's guide contains adequate instructions for making cartridge connections prior to initiating treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.